Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving lioresal (2000 mcg/ml at 649.2 mcg/day) via an implanted pump in flex mode. The lioresal lot number was ds0082n01. Lioresal start date was noted as (B)(6) 2013 and the therapy was ongoing. Other medications the patient was taking at the time of the event were cogentin, dulcolax, pulmicort, onfi, levocarnitine, melatonin, phenobarbital, glycolax, zantac, valproate, and beneprotein. The patient's pertinent medical history included allergy to dextrose due to being on ketogenic diet for epilepsy with partial complex seizures, spastic quadriplegia, myoclonus, gastroesophageal reflux disease (gerd), gastrostomy tube (g-tube) feeding, chronic respiratory failure, and the patient was wheel-chair bound. The pump's indications for use (ifus) were listed as intractable spasticity and cerebral palsy. The hcp reported that the patient had always had seizures, but an increase in seizures after 6pm began in (B)(6) 2015, during the week before (B)(6). The patient also started experiencing increased tightness in the evenings at the same time. The symptoms/changes in therapy were re ported as gradual. The hcp ordered an increase in the flex basal rate from 2pm to midnight. When asked what actions/interventions were taken to resolve the increased seizures and tightness, the hcp noted that the onfi dosing time was changed to 5pm to help cover the 6pm seizures, and the baclofen dose per day was increased by 5% to 681.7 mcg. When asked whether the cause of the increased seizures and tightness was determined, the hcp noted that the patient had intractable epilepsy with daily seizure events and that it was thought that the increased spasticity was due to the increased seizures. It was also noted that on (B)(6) 2016, the calculated reservoir volume was 4.1 ml, but the actual reservoir volume was 4.5 ml. If additional information is received, a follow-up report will be sent.